Manufacturer narrative:
(B)(4). The complaint device was not received for investigation. However, the data log was provided by the patient. The data was reviewed on 08/25/2015, and there were no errors found in the data log confirming the reported event; therefore the reported no vibration alert cannot be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report no vibration from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.